Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during a device change out, the patient's device pocket was heavily calcified with calcium looked silver or grey. The physician believed that this is coming from the device and has requested an analysis. The field representative used a scrub brush and stated that this looked like debris from the patient's tissue and body. A new device was then implanted. No additional adverse patient effects were reported.